Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, five unopened samples that pertain to the product code vcpb840d.in order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.there may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Overall inspection of the returned sample shows that it was received one open sample pertains to the product code vcpb840d. The product code is a control release and requires eight strands per packet. Upon initial inspection of the returned sample, it was noted that four used needle suture pieces, two detached needles, two used sutures and two needle suture combinations. Upon visual inspection of the detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined with magnification, and no suture remnant was noted. The sutures were inspected, and the insertion end was observed as expected. In addition, body fluids were observed on the strands.the remaining needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The functional test was performed in one needle suture using instron equipment and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Overall inspection of the returned sample shows that it was received one open sample pertains to the product code vcpb840d. The product code is a control release and requires eight strands per packet. Upon initial inspection of the returned sample, it was noted that the sutures of slot #1 and 7 were detached from the needles. Upon visual inspection of the detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined with magnification, and no suture remnant was noted. The sutures were inspected, and the insertion end was observed as expected. In addition, the remaining needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The functional test was performed in one needle suture using instron equipment and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Overall inspection of the returned sample shows that it was received one open sample that pertains to the product code vcpb840d. The product code is control release and requires eight strands per packet. Upon initial inspection of the returned samples, it was noted that the suture from the slot #1 was detached. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The suture was inspected, and the insertion end was observed as expected. In addition, the remaining needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The functional test was performed in one needle suture using instron equipment and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending device evaluation the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested but unavailable: were there any patient consequences? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2024 and suture was used. During the procedure, the doctor requested the use of suture to suture the anterior sheath of the patient's rectus abdominis muscle. When the needle passed through the patient's rectus abdominis muscle and the lead suture was inserted, the problem of pulling off suture needle happened, resulting in the need to replace the suture and sew the patient again, increasing the number of stitches to be sutured. There were no adverse patient consequences reported. Additional information was requested.